Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pace/sense portion of the defibrillation lead was surgically capped due to undersensing and an existing rv pace/sense lead was used. The shock portion of the rv defibrillation lead remains in-service.